Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and analysis revealed the distal conductor is fractured. It was noted the proximal conductor is distorted, all conductors are stretched, the distal conductor has a fracture (overstress), the outer insulation is torn and has cosmetic depression and the lead is stretched.

Event description:
It was reported that there was loss of ventricular capture of eight seconds in a longtime electrocardiogram. It was further reported that there were good threshold and sensing rates and no lead fracture was visible on xray. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.